Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. A visual examination of the returned device confirmed that the balloon was unfolded had been subjected to positive pressure and deflated. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon longitudinal tear beginning approximately 5mm distal to the distal edge of the distal markerband and extending approximately 22mm proximally across the balloon material. An examination of the balloon material and distal markerband identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination identified no issues with the tip which could possibly have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vessel in the arm. A 7.0 x 40 75cm mustang¿ balloon catheter was advanced for dilatation. However, during the first inflation at 18 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another 7.0 x 40 75cm mustang¿ balloon catheter. No patient complications were reported and the patient's status was stable.